Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine and dilaudid via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient initially got better, but then had cellulitis and swelling in their legs. The patient had their morphine changed to dilaudid. The patient went to the clinic because of nausea and vomiting that resolved after the patient was put back on narcotics, presumably narcotic withdrawal from a non-functioning pump. The patient wanted the pump removed. The patient was recommended to have a spinal fusion but did not have it performed. It was noted the patient had a history of chronic pain. The patient had some pain down their right lower extremity and no numbness or weakness. There was no bowel or bladder complaints other than constipation. The patient had a history of migraine headaches and neck pain, osteoporosis, and breast cancer in the past, when the patient smoked cigarettes. The patient also had a history of hashimoto thyroiditis which is now in remission. The patient's pump was replaced on (B)(6) 2018.